Event description:
Pt had an augmentation mammoplasty approx 10 years ago. She suffered from capsular contraction, bilateral, with ptosis. Open left total capsulectomy and open right capsulotomy with removal of both implants and exchange and lift was performed.